Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.  Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that there was an infection on 2 occasions while using unspecified bd¿ insyte autoguard bc pro catheter. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered bloodstream infection (e.g. Blood stream bacteraemia, sepsis) (2), phlebitis (5), infiltration / extravasation (10) and catheter occlusions (10).